Event description:
The bed was delivered to the end user on (B)(6) and selfcare heard from the client about a week later to report the following; client claims was using the bed and raised it slightly and there was a loud bang and the bed dripped. Selfcare tech went out to see the problem and diagnosed that the hilo motor separated from the crank mount plate. The crank mount plate is allegedly bent. Dealer is going to visit client to take pictures and I will forward those as soon as I get them. I will also be arranging for an ra to be done fireplace the crank mount plate and possibly the motor. I will forward the ra inform when I get it.